Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The device 109.604 does not have a 510 (k), but was once improperly sold in us and is being reported since there still are 2 units installed in patients.

Event description:
(B)(4) ¿ the dentist reported that after the dental implant was installed in intraoral region 30#, its non-osseointegration was observed. Moreover, 45ncm of primary stability was achieved.